Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not filling, there was no vacuum, since the device had 4905 hours and recommending to send it in for the 2000 hour pm service. Per sample evaluation results on (B)(6) 2023, it was reported that the1/2 l shape formed tube was expanded. Motor on circulation pump had bad bearings shaft will not turn and the device went through the preventive maintenance program.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not filling, there was no vacuum, since the device had 4905 hours and recommending to send it in for the 2000 hour pm service. Per sample evaluation results on (B)(6) 2023, it was reported that the1/2 l shape formed tube was expanded. Motor on circulation pump had bad bearings shaft will not turn and the device went through the preventive maintenance program.